Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. A customer reported that there resistance in primary biopsy channel involving pentax medical ultrasound bronchoscope model eb-1970uk, serial number (B)(4). The issue was identified in the operating room, during use. There was no report of injury or adverse event that would require medical intervention. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). Good faith effort request was sent with no additional information being received as of 21-jan-2022. The customer owned endoscope has not been received by pentax medical for evaluation as of 21-jan-2022. Model eb-1970uk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: no known adverse event. Refer to expiration date as complaint notification date. Customer reported resistance in primary biopsy channel. Tier 2. Therefore, we checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. In addition, we confirmed that the light guide cable buckled, the remote control buttons perforated, the insertion flexible tube (ift) buckled, and the distal body chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: coding changed based on the investigation.